Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that, during surgery, the needle detached from the suture. Surgery was completed with an alternative needle. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. As per the visual inspection, suture came off from the needles. The needles are cracked at the suture/needle crimp location. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to inadequacies in suture/needle crimping production and process controls. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.